Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID# 37612 the returned ins passed all testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) was not working and impedances were measured to be high (>40,000 ohms) in the left side after implant. The impedances remained high while the patient was in the hospital. Two days later, a revision was done and the surgeon checked the ins and extension connection and changed channels, but high impedances were still measured on the left side. The hcp assumed the issue was with the ins. No external, environmental or patient factors contributed to the event. The ins was replaced and the issue was resolved. Impedances were measured to be normal with the new ins. The patient was alive with injury. The injury was the patient having a revision. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.